Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions printed circuit board and power signal interface printed circuit board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the mainframe system shut down outside of a case. No pt injury was reported.